Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri). There was a measurement system lock-up error, resulting in unclearable eri.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had an elective replacement indicator lock up. The software tool to unlock the device was sent and the device will be reset. No patient complications have been reported as a result of this event.